Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, pump error 130 (pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1881. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display returned after cleaning contacts and after inserting a new battery. Pump was not dropped/bumped or exposed to moisture. Customer reported receiving a pump error. Customer was able to clear the error and complete the rewind process but pump did not pass displacement test. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump powered up properly after battery installation. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Pump was monitored, no blank display, pump error 130 alarm and pump error 43 alarm noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6) 2024 12:13:37.000, (B)(6) 2024 20:55:39.000, (B)(6) 2024 21:09:43.000, (B)(6) 2024 21:13:27.000, (B)(6) 2024 21:45:44.000. Insert battery alarm was expected since the battery was removed from the pump. No battery related alarms/alerts noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 21-jul-2024 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found on: 07/18/2024 14:40:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/18/2024 19:10:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Pump error 130 alarm was found on: (B)(6) 2024 11:07:04.000. (B)(6) 2024 20:42:03.000. (B)(6) 2024 21:00:08.000, (B)(6) 2024 21:01:02.000, (B)(6) 2024 21:08:03.000. (B)(6) 2024 21:12:03.000, (B)(6) 2024 21:14:07.000, (B)(6) 2024 22:03:03.000. Pump error 43 alarm was found on: (B)(6) 2024 20:49:31.000, (B)(6) 2024 20:50:07.000, (B)(6) 2024 20:56:15.000. (B)(6) 2024 20:56:46.000, (B)(6) 2024 20:58:13.000. (B)(6) 2024 20:59:07.000, (B)(6) 2024 20:59:31.000. (B)(6) 2024 21:00:05.000,(B)(6) 2024 21:06:28.000, (B)(6) 2024 21:07:28.000. (B)(6) 2024 21:10:45.000, (B)(6) 2024 21:12:36.000, 07/21/2024 21:13:05.000. (B)(6) 2024 21:14:03.000, (B)(6) 2024 21:30:12.000. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2, force sensor and motor assembly noted. Pump error 130 alarm and pump error 43 alarm were confirmed according in the formatted history file due to corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Blank display was not confirmed. However, pump error 130 alarm and pump error 43 alarm were confirmed according in the formatted history file due to corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.